Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device functioned properly and passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during pre-surgery, it was observed that the battery handpiece device and the lid for battery handpiece device would not operate when in use together. It was further reported that the knob was hard to turn on the lid for the battery handpiece device. There were no delays to the planned surgical procedure as identical spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.